Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, reported that patient faced infusion set off during use. Infusion set has been used for 6 hours. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.